Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.

Event description:
It was reported that the patient¿s dexcom g7 continuous glucose monitor (cgm) was not dosing with the ilet after a sensor change because the new g7 sensor was not paired with the system; support identified that the sensor code had not been entered and guided the guardian through correct g7 pairing and calibration. User experienced a blood glucose peak of 293 mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the patient¿s guardian and analysis of the information provided, including stepwise troubleshooting and education on proper pairing and calibration. Investigation of this case revealed a usage problem due to failure to follow instructions and an incorrect procedure, with no device problem or component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper pairing of the g7 sensor.